Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The blood leak was visually observed on the venous end of dialyzer, test strips were used and they tested positive, and the machine alarmed. Estimated blood loss was 150cc's. Prophylactic antibiotics were administered as a precaution, culture results were negative and there is no other known pt ill effect. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.